Event description:
During index procedure, the patient had one endeavor drug eluting stent implanted in the rca. It is reported that approximately 35 months post index procedure, the patient expired. The cause of death is unknown. Investigator did not assess the relationship between the event and the device.

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (B)(4).